Event description:
It was reported that the pt had an invance sling implanted on (B)(6) 2006. Following the implant the pt had incontinence that was worse than baseline and another continence device was implanted.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.